Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device evaluation: the device was returned and was evaluated on 16 oct 2019. Crepitation was present and the shaft held shape set while bending. The blades were retracted and in the proper position, concentric with the outer band. A small particle, which appeared to be metal, was detected on the device's distal band during this initial evaluation. Blood and biologics were found in both handle halves. The trigger pin was in the home track home position. Trigger particulate was found on the constant force spring. The front right trigger tab and front left trigger tab show signs of wear but the right has slightly more wear. The end cap and bushing removed easily, and the barrel/sleeve were removed with little force. Heavy biologics were found on the barrel. The sleeve will rotate around the barrel with force; however, attempts to manually rotate the inner shaft were unsuccessful. During decontamination of the device to prepare the device for x ray, the small particle that was detected on the distal band was no longer present; the particle could not be located/retrieved. It cannot be determined what the particle was made of, nor where it originated. The device was x rayed. There was nothing abnormal within the device, nor was there damage to the inner coils.

Event description:
During a lead extraction procedure, it was reported that while using a spectranetics tightrail device, the lead and the spectranetics lld being used could not be threaded through the tightrail device. The physician stated he felt an obstruction in the inner lumen of the tightrail device. It was also reported that when removing the tightrail, it felt tight within the inner lumen. A larger size device was used to complete the case, with no reported patient harm. During the device evaluation on 16 oct 2019, a small particle, appearing to be metal, was detected on the device's distal band. Since there would be the potential for serious injury (embolization) if this event were to recur, this report is being submitted.